Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the syringe pump was damaged. The fse replaced syringe assembly, which repaired the failing controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing bilirubin controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.